Manufacturer narrative:
Based on the results of the investigation, per customer information, it is presumed that reported issue occurred due to issue on (ncare) digital visual interface port. A definitive root cause of the reported issue could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During phone troubleshooting provided by the olympus technical assistant center (tac) to the customer, it was observed, the video system center, the digital visual interface (dvi) output not producing an image due to the (ncare) dvi port issues. There were no reports on patient involvement.